Event description:
It was reported a device was used during a hernia repair. A piece of the trocar came off and surgeon retrieve it. Another device was used to complete the case. There was no consequence to the pt.